Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 10, 2021, was filed inadvertently. This report is submitted on may 11, 2021.

Manufacturer narrative:
This report is submitted on may 10, 2021.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and headaches with device use. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.